Event description:
An unk aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unk. It was reported that the stent graft had migrated with no endoleak present, at an unk time after implantation of the stent graft. The dr elected to implant an aortic cuff with successful results. No additional clinical sequelae were reported and the pt is reported to be fine.